Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The lesion being treated was located in the 1st obtuse marginal. The physician advanced the 2.50x24mm promus element stent delivery system (sds) to the target lesion however the sds would not cross. Upon removal it was noted that the "stent struts were protruding from the surface in the shape of a brush". The procedure was completed with a different device. No patient complications were reported ant the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified stent damage. Two struts on the 9th row from the proximal end were raised distally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The lesion being treated was located in the 1st obtuse marginal. The physician advanced the 2.50x24mm promus element stent delivery system (sds) to the target lesion however the sds would not cross. Upon removal it was noted that the "stent struts were protruding from the surface in the shape of a brush". The procedure was completed with a different device. No patient complications were reported ant the patient's status is stable. This product is only ous approved but it is similar to an approved us device.